Manufacturer narrative:
(B)(4). Date sent: 12/12/2024 corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 10458, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 11/18/2024. Additional event information spoke with patient who indicated the implant surgeon was md. She will be undergoing an egd on wednesday and they will determine next steps after those results. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. B3: only event year known: 2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional event information the patient is having some real severe problems with their neck. They need an MRI done. The hospital that she had it implanted in 2016. Patient contact has been added. There is no record for the patient being admitted or having the device implanted. Lxmc14, lot: 10458, serial: (B)(6). The ers nurse verified that the linx is a recalled item per sp document. Patient stated that the CT of her chest which showed a lot of fluid in her esophagus, extremely bloated, and burping, vomiting, some heartburn, trouble swallowing and patient feels like her gerd is coming back. Patient has had some severe epigastric pain sending her to the ER at least twice. If explanted patient is willing to have the device returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a CT which shows the device appears to be discontinuous.